Event description:
It was reported that a user who started using the ilet system that day experienced hyperglycemia after a meal announcement, with a peak blood glucose of 389 mg/dl and device alerts for glucose over 300 mg/dl lasting more than 90 minutes. Glucose levels trended down during a follow-up call, and no backup therapy, ketone testing, medical intervention, or assistance was required. Reported symptoms included elevated blood glucose without acute clinical effects. Outcomes included no hospitalization, no medical intervention, and resolution as glucose levels declined. The investigation included complaint intake review, user education, and troubleshooting related to postprandial glucose control and device learning behavior. Investigation of this case revealed no device malfunction or component failure and indicated expected early adaptive behavior of the automated insulin dosing system, with the cause of the transient hyperglycemia remaining unclear. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.